Manufacturer narrative:
UDI #:(B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015 into the patient's right eye. The patient's post op visit, (B)(6) 2015, noted post op refractive surprise at +1.25/-4/25 @ 165 degrees with poor visual acuity. It was reported that the first toric calculation was completed incorrectly with an incorrect axis used. It was human error that typed the axis information in incorrectly. The doctor wants to do a iol exchange. The current iol is sitting on an axis of 145 degrees. No further information was provided.

Manufacturer narrative:
Additional information received indicated the patient decided to go for a second opinion to another surgeon. The doctor did not perform any correction (explant of the lens). To date, the lens remains implanted. Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The surgeon is instructed to be careful to ensure that preoperative keratometry and biometry is accurate and the iol is properly oriented prior to the end of surgery. All pertinent information available to abbott medical optics has been submitted.